Event description:
Procedure type: esophagectomy. According to the reporter: once the orvil device was inserted through the stomach, the head detached. The head is inserted to the device again making some pressure and they performed the same action of inserting the orvil. This time there is not a problem; but, then it was not possible to assemble the head to the circular stapler. They used a second stapler and performed the same action. They did not obtain a good result so they decided to convert the surgery to an open procedure. Then they used a third stapler and tried to insert the head to the orvil with the third stapler but it was not possible. They removed the head of the orvil and inserted a new head which was finally attached to the third stapler and finished with the surgery. There was a two and a half hour delay. No hemorrhage.

Manufacturer narrative:
(B)(4).